Manufacturer narrative:
No patient information provided as no patient was involved in this event. No parts have been received by the manufacturer for evaluation. Event problem and evaluation: on 29-sep-2016, a medtronic representative went to the site to test the system. All scans of 40ma or above had concentric rings and streaking. Performed the analog offset calibration and now all scans are clear. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that the imaging system's 3d images contained ring artifact when the ma value was 40 ma or higher. This issue was resolved by performing analog offset calibration of the detector. There was no patient present when this issue was identified.